Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states " rn was changing IV fluid bag on patient. Rn took bag down, pulled the spike out of the empty bag and replaced with new bag. When rn hung the new bag up on the pole the IV tubing broke off the bottom of the IV tuning spike fluid chamber causing the IV fluids to spill all over the infusion pump. Rn noticed the break in the tubing immediately and turned off patient's pump and clamped off line at every available point. The IV tubing was disconnected from patient and restarted new IV tubing / fluid on patient. " there was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.